Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing st distal to the pump. On an unspecified date and time an unspecified channel of the pump was programmed to deliver an unspecified blood product and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that the nurse noted "air in line three inches passes the cassette before it alarmed." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the pump was removed from clinical service.